Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 500 mg/dl. The customer was admitted to hospital. The customer was experiencing the symptoms of diarrhea, super thirsty, heart racing, lathergic, dehydrated and high blood glucose. The customer was not admitted , was hydrated and changed set. The doctor stated the customer doesn't have keytones at all. The customer did not want to troubleshoot at this time.